Event description:
Revision surgery on bilateral patient at about 1 year 7 months after the primary due to aseptic insufficient osteointegration of the sms solid stem. No infection detected.

Manufacturer narrative:
Batch review performed on 16 december 2023: lot 2003752: (B)(4) items manufactured and released on 08-june-2020. Expiration date: 2025-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Preliminary investigation performed by medacta r&d hip project manager: during the analysis it is evaluated that the stem is still covered with porous coating. It is not possible to determine the root cause of incorrect osteointegration and asepting loosening. Clinical evaluation performed by medacta medical manager: revision surgery 1 year and 6 months after primary cementless tha due to painful conditions possibly related to an undersized stem. No infection detected but, according to report, undetected low grade infection has not been excluded. Additionally, the surgeon had difficulty to remove the stem and from the pictures of the stem it is visible bone attachment on the extracted stem.